Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported events could not be conclusively determined through this evaluation. Log file evaluation showed no atypical events. Estimated flow ranged from 3.4-4.5lpm. The system was operating as intended for the duration of the log files. The heartmate 3 instruction for use outlines recommended inr ranges with anticoagulation therapy. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient¿s liver function tests (lfts) were elevated, lactate dehydrogenase (ldh) was 1570 u/l (up from 556 u/l). Urine tea colored was observed in the morning, now clear yellow. Patient was in atrial fibrillation at 140-150s. On (B)(6) 2018, it was reported that echocardiogram showed dilated left ventricle and small underfilled right ventricle. Per cardiologist, coca-cola colored urine was observed with decreased flows. Patient¿s heparin was increased. Urine clear was clear. Ldh had decreased to 865 u/l on (B)(6) 2019. No additional information was provided.